Event description:
The customer stated their axsym analyzer started smoking when trying to perform startup. Received error code 5038 (failure to respond, sampling syringe, sampling center). The smoke appeared to be coming from the sample syringe area. The customer powered off the instrument and service was requested. No injury was reported.

Manufacturer narrative:
No patient involvement (B)(4), smoking (B)(4). A field service representative (fsr) found the pressure monitoring sensor had leaked onto the sampling syringe board. The fsr replaced the damaged sampling syringe assembly, and tightened the loose connection on the pressure monitoring sensor. The fsr verified the axsym performance after the service was performed. A service history review found no additional customer complaints have been initiated on axsym plus (B)(4), and there have been no additional issues with pm sensor area leaks or sample syringe area issues since the fsr replaced the sample syringe assembly and tightened the loose connection on the pm sensor. The abbott axsym system operations manual contains a weekly maintenance procedure for performing the priming and flushing of the pumps and syringes, and checking for leaks or bubbles in tubing. The pressure monitoring addendum contains instructions for replacing and installing pm sensors, pm sample probe tubing, and pm syringe tubing assemblies. These replacement procedures include steps to check connections for leaks and steps to resolve connection leaks. A review of quality metrics did not identify an adverse trend for the issue under investigation. Although no deficiency was identified, product improvements to prevent leaking fluid from affecting the sampling syringe assembly and I/o power board area of the axsym are being evaluated.